Event description:
It was noted that the patient had a previous driveline repair for cosmetic reasons in (B)(6)2016 and the reported damage from (B)(6) 2021 was over the same area.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned section of driveline confirmed superficial driveline damage as well as superficial damage to the previous driveline repair site; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted driveline photo showed superficial driveline damage to the previous driveline repair site. Approximately 27.5¿ of the distal end of the driveline was returned with a previous driveline repair surrounded by tape. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the tape, examination of the silicone jacket found a small tear distal to the previous driveline repair. Examination of the previous driveline repair site found tears in the gray and black shrink tubing on either side of the metal tube. The bionate layer was discolored but otherwise unremarkable. Areas of metal braided shield breakdown were noted. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that could have contributed to any issues during support. The driveline was submerged in a saline bath for hi-pot testing with an insulation tester, and no areas of current leakage through the insulation of the driveline¿s wires were identified that could have contributed to any issues during support. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Multiple lcd (liquid-crystal display) fault flags were captured that resolved on their own; refer to the controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the replaced section of driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2008. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the driveline. The patient underwent a driveline repair on (B)(6) 2021. The entire external driveline length was replaced.